Manufacturer narrative:
A ge field engineer replaced the screws and returned the product back to service. Proper preventative maintenance is currently in place per the ge preventative maintenance manual to detect this type of issue.

Event description:
It was reported that two of the three collimator mounting screws were missing. There was neither injury reported nor patient involvement. The concern was for a serious injury if the collimator were to fall on a patient or an operator.